Event description:
It was reported that a pump failed a downstream occlusion preventative maintenance test. The customer stated that the pump failed at 24 psi (specification (B)(4)). Additionally, no patient involvement was reported.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation was unable to confirm a downstream occlusion test failure. A downstream occlusion test was performed per spectrum service manual and the device performed as expected. Additional downstream occlusion tests were performed with the unit passing.